Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 3.50 x 28mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diamteter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 40.5 cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that device entrapment and shaft break occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery. A 3.50 x 28mm synergy xd drug-eluting stent was advanced for treatment; however, during the procedure, the stent delivery catheter became stuck in the vessel. When the physician attempted to push and pull the device, the shaft broke in the aorta at approximately 100 cm from the hub, leaving the distal shaft and stent all intact but in the body. The vessel was wired with a separate wire and delivered a balloon distal to the broken off stent shaft, inflated slightly and pulled everything out at once. The procedure was completed with another 3.50 x 28mm synergy xd stent. There were no patient complications reported.

Event description:
It was reported that device entrapment and shaft break occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery. A 3.50 x 28mm synergy xd drug-eluting stent was advanced for treatment; however, during the procedure, the stent delivery catheter became stuck in the vessel. When the physician attempted to push and pull the device, the shaft broke in the aorta at approximately 100 cm from the hub, leaving the distal shaft and stent all intact but in the body. The vessel was wired with a separate wire and delivered a balloon distal to the broken off stent shaft, inflated slightly and pulled everything out at once. The procedure was completed with another 3.50 x 28mm synergy xd stent. There were no patient complications reported.